Manufacturer narrative:
Updated sections b7 and h6- clinical code, type of investigation. Correction: please disregard prior h10 narrative submitted in error. Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, and hematoma are known potential adverse events associated with the overall thv procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest that native leaflet rupture caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Device not returned. The balloon was not returned; therefore, a visual inspection, functional testing, or dimensional testing was not performed. Post-procedural device imagery was returned, and per observation, the sheath liner appeared expanded as designed, the sheath distal tip was torn and separated, located over the delivery system balloon, just distal to the crimped valve. A review of edwards lifesciences risk management documentation was performed for this case, there was no patient harm, or device failure to perform its function. Also, there was no evidence of product nonconformances or labeling/IFU inadequacies. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. In addition, no abnormalities were noted during device unpacking or preparation. Furthermore, this device lot passed inspections and tests during the manufacturing process, and this supports that it is unlikely that a non-conformance contributed to the reported complaint. The complaints for sheath distal tip torn and separation were confirmed per evaluation of the returned imagery. However, no manufacturing nonconformance was identified during evaluation. A CAPA was previously initiated to further investigate this type of failure. Per evaluation of the returned imagery, the distal tip was torn and fully separated, with the separated tip over the delivery system balloon, just distal to the crimped valve. While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper esheath tip expansion during advancement of the valve contributed to the distal tip tear and subsequent separation. However, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, no further actions are required at this time.

Event description:
As reported, during deployment the balloon was inflated -2cc and post-dilated +2cc due to mild to moderate pvl. After the procedure, an angiography showed calcification protruding part and step down 1 hour later. The patient was sent to ICU after 3 days of extubation. There were no abnormalities after the procedure. 5 days post-procedure, the patient suffered a heart failure, went to operating room for angiography in which an annular rupture was detected, the rupture was caused by native leaflet rupture. Thoracotomy was performed in order to explant the valve and repair the annular rupture. At the time of this report, the patient was fine and ready to be discharged.